Event description:
Rv unipolar lead impedance warning on (B)(6) 2020. Rv polarity switch on (B)(6) 2020." Lead manufactured by ela medical. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).